Event description:
It was reported that the ventilator didn't show the inspiration/expiration parameters while it was connected to a patient. The ventilator was replaced with another one which also displayed the same problem. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation into this complaint has been completed. No parts were returned therefore the investigation consists of only the evaluation of the received ventilator¿s log files. The logs shows that the pre-use checks before and after the event were successful. There are 2 non performed pre-use checks after the event but there is no failed test between the successful pre-use checks. According to the logs ventilation lasted about 8 hours in the pressure control mode of ventilation until the ventilator was set to the standby mode. The ventilation period has no technical alarms but it has other alarms that include expiratory minute low, peep low, inspiratory flow over range. The log contains several o2 concentration and peep level parameter changes. According to the information that was received from the hospital the inspiratory volume was 4½ times greater than the expiratory volume. This explains the low expiratory minute volume alarms and this may indicate leakage. While the log contains the above named alarms there is nothing that indicates that there was a ventilator malfunction at the time or that parameters were not shown on the screen. The cause of the alarms has not been determined but they were most probably due to leakage.

Event description:
(B)(4).